Event description:
It was reported the device cannot be started during daily inspection. There was no reported patient involvement.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was due to battery failure. The reported problem was confirmed. The device was operational after battery is replaced with a new one. The investigation concludes that no further action is required at this time.